Manufacturer narrative:
Analysis found that there was overheating after one minute and the handpiece was noisy. The temperature were rear 81, middle 96 and nose 125 deg f. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a handpiece overheated during the tympanoplasty. The procedure was completed with backup product. There was no patient impact.